Event description:
During a procedure on (B)(6) 2013, it was reported that the pspc - patient specific plate contouring for the patient is not usable. The plate sits too high on the mandible. The surgery time was extended by at least 15 minutes. The plate was discarded by the hospital.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the review of the design history record, all required documents are present in the DHR upon review of the risk analysis and functional / design requirement, it was determined that this device met those requirements, and these requirements did not attribute to the complaint.